Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information was provided on 28aug2024 indicating that in the postoperative computed tomography (CT) scan that was reviewed by the site as well as an independent laboratory indicated that there was no endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). There was no separation of components, no thrombus, and no evidence of device integrity issues. Therefore, there is no device malfunction. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h10.

Manufacturer narrative:
E3: study principal investigator this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a type IV endoleak was identified in procedural imaging on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient's imaging and health history was reviewed. Location of the most proximal extent of aneurysm was the renal arteries. There was a suitable proximal seal zone with appropriate length and diameter. It was free from prohibitive occlusive disease, calcification, or thrombus. There was a suitable distal seal zone (s) with appropriate length and diameter. The distal sealing zone was the iliac arteries. The targeted visceral vessels were appropriate length and diameter for bridging stent placement. The arterial tortuosity, calcification, and diameter was conducive to placement of an endovascular delivery system. Cardiac the patient did not have a prior myocardial infarction (mi), prior coronary revascularization, or congestive heart failure. The patient¿s ejection fraction was 60 %. A cardiac stress test was not performed. Pulmonary the patient had past history of cigarette smoking (at least one year ago). Past cigarette smoking was evaluated to be 2 pack years. The patient did not have chronic obstructive pulmonary disease (copd). Renal the patient¿s serum creatinine was 0.8 mg/dl neoplasms the patient has been diagnosed with laryngeal cancer. Anatomy the patient has an aberrant hepatic artery with separate origin from splenic artery. The primary surgeon would prefer 5 branches, but would accept with the scallop. The patient did not have any endovascular grafts in the abdominal or thoracic aorta. There were no previous stents in any vessel that required accommodation with a fenestration or a bridging stent. The most proximal extent of the aneurysm was within 20 mm proximal to the celiac and 15 mm distal to the lowest renal. The patient had a pararenal/juxta renal aneurysm. The proximal seal zone was free from prohibitive occlusive disease, calcification, or thrombus. The arterial tortuosity, calcification, and arterial diameter was conducive to the placement of an endovascular delivery system. The maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system) was 21 degrees. The angulation between infra-renal aorta and aneurysm center line was 32 degrees. The length of proximal seal zone was 60 mm. The length from lowest targeted vessel (most inferior aspect) to the aortic bifurcation was 139 mm. The diameter of aorta at location of maximum diameter over length of proximal seal zone (outer-wall to outer-wall) was 31 mm. The diameter of aorta at location of minimum diameter over length of proximal seal zone (outer-wall to outer-wall) was 30.4 mm. There was a 1.94 % change in the seal zone diameter throughout length of seal zone. The aorta diameter at the location of the maximum aneurysm diameter (outer-wall to outer-wall) was 587 mm. Anatomical criteria of the visceral vessels length from ostium to first major bifurcation: celiac artery 21.9 mm, superior mesenteric artery 37.99 mm, right renal artery 22.9 mm, other (unspecified) targeted vessel 18.8 mm. Diameter of vessel at location of intended distal landing zone (outer wall to outer wall): celiac artery 8.5 mm, superior mesenteric artery 7.3 mm, right renal artery 5.8 mm, other targeted vessel 6.9 mm. Stenosis was less than 50% in the celiac artery, superior mesenteric artery, right renal artery, and other (unspecified) targeted vessel. Anatomical criteria ¿ iliac arteries: the length from ostium to first major bifurcation was 39.1 mm (right) and 54.5 mm (left). The diameter of vessel at location of intended distal landing zone (outer-wall to outer-wall) was 12.1 mm (right) and 137.7 mm (left) stenosis was present in both iliac arteries. The right was 25% stenosed and the left was 20% stenosed. Both iliac arteries had access vessels that had a minimum inner diameter from introduction site to aorta to accommodate the delivery system of devices. The celiac trunk, hepatic artery right renal artery and left renal artery were described as relatively short. The hepatic artery ostium was relatively narrow. The aortic bifurcation was described as narrow as well. Pre-procedure imaging (computed tomography scan) was completed on 17may2024. This was 59 days prior to the procedure. The proximal sealing zone was described as parallel. There was no calcification or occlusive disease in the left and right common iliac artery, the left and right external iliac artery, or the left and right femoral arteries. There was no tortuosity of the left and right iliac arteries. The patient underwent the index procedure on (B)(6) 2024 under general anesthesia. Time of index procedure (24-hour clock): patient in procedure room: 07:28 administration of anesthesia: 07:37 initial incision: 09:01 initial catheter inserted: 09:02 final catheter removed: 11:30 all incision closures complete: 11:58 out of procedure room: 12:29 the estimated blood loss was 300 cc. The patient did not receive any blood bank products during the procedure. Radiologic information: amount of contrast used (total during procedure): 215 ml contrast concentration: 320 mg/ml total fluoroscopy time (from incision to removal): 68 minutes radiation dose (total during procedure):438 mgy bilateral retrograde femoral approach was established using duplex ultrasound guidance. Each femoral puncture was pre-closed with two suture medicated closure devices. The patient was systemically heparinized and an activated clotting time (act) greater than 225 seconds was maintained with additional doses of heparin. Ipsilateral access was obtained percutaneously through the left femoral artery. Contralateral access was obtained percutaneously through the right femoral artery. Access, delivery, and deployment was successful for all devices. All device delivery systems were removed successfully. No unanticipated corrective interventions were required during the index procedure. No bridging stents were unable to be deployed due to being stripped off the balloon. Cook devices implanted during the procedure: zenith fenestrated +: there were no difficulties flushing the introducer system. There was no difficulty removing the release wires. The clinician was able to adequately visualize the zfen+ from the start to the end of the implant. There was no difficulties cannulating the fenestrations or retracting the sheath. Universal distal body (unibody2-24-98-ci): there were no difficulties flushing the introducer system. There was no difficulty removing the release wires. The clinician was able to adequately visualize the universal distal body from the start to the end of the implant. There was no difficulties cannulating the fenestrations or retracting the sheath. There were four stents overlap with the preceding device. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt). The device was placed in the right (contralateral) common iliac artery. There were 1.5 stents overlap with the preceding component. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt) the device was placed in the left (ipsilateral) common iliac artery. There were 2 stents overlap with the preceding component. Additional non-cook devices placed in the procedure: the right renal artery bridging stent was introduced from the contralateral side. 8 atm pressure was used to expand the bridging stent. The stent was flared. 8 atm pressure was the inflation pressure of the flaring balloon. It was difficult to progress the balloon with the stent. The right renal bridging stent was able to be visualized from the start until the end of the implant. The left renal artery bridging stent was introduced from the contralateral side. 8 atm pressure was used to expand the bridging stent. The stent was flared. 8 atm pressure was the inflation pressure of the flaring balloon. The left renal bridging stent was able to be visualized from the start until the end of the implant. The celiac artery bridging stent was introduced from the contralateral side. 8 atm pressure was used to expand the bridging stent. The stent was flared. 8 atm pressure was the inflation pressure of the flaring balloon. The left renal bridging stent was able to be visualized from the start until the end of the implant. The superior mesenteric artery (sma) bridging stent was introduced from the contralateral side. 8 atm pressure was used to expand the bridging stent. The stent was flared. 8 atm pressure was the inflation pressure of the flaring balloon. The left renal bridging stent was able to be visualized from the start until the end of the implant. The proximal landing zone, overlaps, and distal landing zones were dilated with a molding and occlusion balloon. Each of the renal, sma, and celiac fenestrated stents was flared using a 10 mm angioplasty balloon. The left femoral artery required a cut down due to a device failure on the suture mediated closure device. The left femoral artery hemostasis was not adequate. Therefore, a small longitudinal incision was made. There was some tearing in the anterior wall of the femoral artery. Proximal and distal control was obtained. The arterial defect in the femoral artery was closed using a bovine pericardial patch which was anastomosed with a running suture. This occurred after the devices were implanted. Lower extremity perfusion was restored after the large sheaths were removed. Final rotational completion digital subtraction angiography of the thoracoabdominal aorta and iliac arteries revealed widely patent celiac axis, sma, bilateral renal arteries, main body, and iliac limbs with patent branches and no evidence of type I or iii endoleak. There was evidence of type IV endoleak from the iliac limbs and indeterminate endoleak close to the renal artery. A cone beam computed tomography (cbct) with and without contrast enhancement was analyzed in axial, coronal and sagittal views and revealed no technical defects, patent branches and no evidence of type I or iii endoleak. However the cbct demonstrated that the right renal stent flare into the aortic lumen was too short and that the left renal stent was potentially partially compressed. Therefore the left renal artery was selectively catheterized and redo flaring was performed using a 10 mm angioplasty balloon. The right renal artery was then selectively catheterized, and the redo stenting was performed using a 6 x 23 mm competitor stent which was flared at least 5 mm into the aortic lumen. Repeat cbct with and without contrast now was obtained and revealed no evidence of technical defects. Procedural imaging (angiography, cone-beam CT with and without contrast) was completed by the site on 15jul2024. At the conclusion of the procedure, all devices were patent. A type IV endoleak was present. There was no evidence of device integrity issues. No intraoperative specimens were removed. Estimated blood loss was 300 ml. The patient tolerated the procedure well, was extubated and transferred to the intensive care unit. An independent laboratory analysis of of the procedural imaging revealed that not all devices were patent at the end of the implant procedure. The independent lab noted, "final images of stented right limb do not clearly enhance with contrast. There was a type ii endoleak present. There was no evidence of device integrity issues. No interventions have been completed to address the type IV endoleak. The focus of this report is the type IV endoleak that was found by the study site in procedural imaging on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-56-zt) that was placed in the right contralateral common iliac artery.